Manufacturer narrative:
Investigation completed 5/12/2017. Method: - device history, -trend analysis, -failure analysis. Device history record reviewed. The customer returned catheter serial number (B)(4); which belongs to the reported lot. The catheter met requirements before released to fg for product ID. Complaint history, model 110-4xxx, from apr-2016 through mar-2017 reviewed; there were 38 other complaints that issued with complaint code (B)(4), and nine of them were confirmed. (B)(4). The catheter was connected to test monitor 420-6, c0487; after a system self-check delayed, the monitor displayed an initial of -28 mmhg. The catheter was zeroed and tested; it met specifications. Conclusion: the reported customer complaint that ¿monitor was not able to read pressure¿ could not be confirmed. The returned catheter was connected to a test monitor and the reported issue could not be replicated. The catheter was tested for functionality and met all functional test criteria. The catheter was tested for stability and met the stability test criteria. The root cause of the reported customer complaint could not be determined at this time.

Event description:
Camino monitor was not able to read the pressure. The value appeared as "error -9 to -49". There was no patient injury. However, the catheter was substituted by another one from the same lot. The reading of that catheter was ok. Additional information received from the distributor on 04apr12017: the catheter was implanted because the patient had a decompressive craniotomy/ cerebrospinal fluid alteration. The catheter was implanted on (B)(6) 2017 by the neurosurgeon. It was reported that the dura mater was opened per IFU prior to bolt/catheter insertion. Both the original catheter and bolt were replaced but the same drill hole was used. Icp was reported as satisfactory after the replacement.